Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problems (battery/charger faults, battery would not charge or power monitor) have been confirmed. Upon evaluation the battery output voltage was measured at 1.80v and the battery had mismatched tri-cells measuring 0.922v, 0.913v and 0.023v. The cause for the defective cells cannot be positively determined. Device evaluation of battery pack sn (B)(4) has been completed. The reported problems (battery/charger faults, battery would not charge or power monitor) have been confirmed. Upon evaluation the battery output voltage was measured at 1.88v and the battery had mismatched tri-cells measuring 0.629v, 0.623v and 0.231v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery packs. The patient received a replacement battery packs. Device manufacture date: battery pack sn (B)(4): 10/2007, battery pack sn (B)(4): 02/2009.

Event description:
A (B)(6) male patient contacted zoll customer support to report that neither of the his batteries will power up his monitor. The patient was issued two replacement battery packs and a battery charger.